Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. The service engineer (se) inspected the device and could not duplicate the reported issue. No parts were returned to philips for failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported by the international customer that the ventilator had low oxygen concentration. There was no patient involvement. The event date was not specified; estimate used.